Event description:
It was reported that during a pta / stenting treatment procedure, wallstent delivery and removal difficulties were encountered. The lesion being treated was a calcified, 100% stenotic lesion in the mid right superficial femoral artery (sfa). The physician used a 6f medikit j-stent and approached the lesion via a conterateral approach. The lesion was predilated, but resistance was met at the bifurcation with attempts to advance the 6f iliac unistep plus wallstent. The physician removed the device from the patient's body and flushed the device, but continued to feel resistance. He changed the guidewire from a radifocus to an amplatz ss 260 and the device advanced slightly better than before, but continued to be difficult to advance. When the physician attempted to pull the stent shaft against resistance, the outer sheath was broken exposing the stent. The entire delivery system was withdrawn with the sheath. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.